Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and a transvenous defibrillation lead experienced intermittent low lead impedance problems (during defibrillation testing) during a routine device replacement. After extensive testing and three different procedures, a new transvenous defibrillation lead and device were implanted. After defibrillation testing, an interrogation of the device (model 1725, serial 253178) identified a fault code, indicating an output problem. It's suspected the device was damaged delivering therapy into the low impedance chronic lead. A second device (model 1725, serial 253159) was implanted. The chronic transvenous defibrillation lead (model 0062, serial 003967) was capped.